Manufacturer narrative:
Unit was received with blank display due to corroded electronic assembly. Corroded motor assembly and corroded battery tube noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the pump. The customer¿s current blood glucose level was unknown at time of incident. It was reported that the pump had blank screen. The customer stated that the pump display was flashing and white. Customer stated that the display was blank less than 30 seconds. Customer stated that the display was blank currently. It was reported that the pump display did not returned after restarted. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.